Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pocket was opened and the atrial lead was disconnected from header and repositioned with successful thresholds and sensing. Rep has been asked to find out why the lead was being repositioned and the patient condition status and the associated dr.